Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and based on the inspection by the distributor the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 error. Based on the results of the investigation, the customer¿s allegation was reproduced, but a root cause could not be identified. Regarding the newly identified malfunctions, the information obtained from this complaint and the investigation results did not allow to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an abnormal image and then no image. The event occurred in preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an abnormal image and then no image. The event occurred in preparation for an unspecified procedure. There were no reports of patient involvement.